Event description:
It was reported an issue with optilene suture. The client reported that the suture stuck in packaging and the needle detached from suture during surgery. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.